Manufacturer narrative:
We are the distributor of this device. The manufacturer is (B)(4). This complaint will be forwarded to the manufacturer for analysis.

Event description:
The customer has stated that they have had a few pts that had a reaction to the insert/material and the customer is requesting if it can be provided in a hypoallergenic format.